Event description:
The dr was removing the sheath from the pt after the procedure and the catheter separated. The sheath portion remained in the pt. The dr grabbed the sheath portion with some forceps and retrieved the sheath. Pt ok.